Event description:
The patient's ventilator was updated with a new software. The patient was using the ventilator after the software update and the vent malfunctioned/stopping working. The patient's vent was switched out.